Event description:
Related manufacturer report number: 2017865-2017-32739. During a crt-d implantation procedure, the left ventricular (lv) was impossible to insert through two separate subselectors. A second lv lead was successfully implanted after some insertion difficulty and the patient was stable following the procedure.

Manufacturer narrative:
Testing of the lead in the laboratory did not identify any malfunction that would have resulted in the reported field event of difficulty inserting the lead into the catheter. As received, the lead was partially inserted in an associated cps quartet inner catheter ((B)(4)). Visual inspection of the lead revealed no anomalies other than damage incurred at the time of implant/explant. Electrical analysis of the lead was normal. Visual inspection of the catheter revealed no anomalies other than damage incurred at the time of implant. A lead insertion test was performed; the lead was inserted and removed from the catheter normally.